Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct information provided on the initial report. The following section was corrected: h8. It has been over 5 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, it was determined that the phenomenon, ¿power could not be turned on¿, occurred due to a faulty power supply unit. No further information could be obtained, and the cause of the faulty power supply unit could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Event description:
A user facility reported to olympus that device power was lost during a procedure. The intended procedure was completed using another similar device. There was no patient injury, associated with the event, reported to olympus.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed and the cause isolated to a power unit failure. Additionally, it was determined that the output connector was worn. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.